Event description:
It was reported that the rhino-laryngo videoscope biopsy channel was punctured with a needle. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the reportable malfunction could not be specified. Based on the results of the investigation, reported issue was confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.